Event description:
Tbm states the customer is missing the part on the left side wheellock that hits the wheel to make it stop. Dealer not aware how this part came off the chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.